Event description:
Additional information was received from the healthcare provider. The patient's weight at the time of the event was provided. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-16. The patient stated that the circumstances that led to charging every other day and their implantable neurostimulator (ins) not holding a charge was that the charger will only charge 2 days¿ worth of life. The patient noted that they keep their big black heavy cord plugged into the electric and charge constantly. Having to charge every other day and their ins not holding a charge was not resolved at the time of the report. No further complications were reported/are anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient complained of charging every other day and that it was more than what she would like starting in (B)(6) of 2016. The patient thought that the implantable neurostimulator doesn't seem to hold a charge. The patient noted dissatisfaction with the recharging process. She used to be able to charge when she was in bed, but that is no longer working for her at night. The patient couldn't figure out how to wear the recharging belt and noted dissatisfaction. The patient had been working with her managing health care provider regarding the recharging frequency, and the patient noted that the health care provider had not told her that the recharge frequency was not normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.